Event description:
The device(s) were implanted in 2003. In 2004, during a follow-up visit to the facility, the clinic manager informed the MFR's vascular access specialist of the following: the patient had serous drainage from the device pocket. Previous culture had shown gm cocci in cluster. The patient was being treated with systemic vancomycin. Upon review of an article related to pocket irrigation, and the facility's policy/procedures for antibiotic locks, it was decided to reqeust orders from the doctor for additional treatment. The orders were received and the patient was treated with vancomycin cannula locks for the duration of the systemic treatment. No further details were provided at this time.